Event description:
It was reported that during a da vinci prostatectomy procedure, the maryland bipolar forceps instrument could not be inserted into the port. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint. The instrument was placed on an in-house system and passed engagement and recognition testing. Failure analysis investigation found that the distal end of the main tube had various scratch marks with light material removal. The scratches were approximately .095 - .145 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.